Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to advance was not confirmed. The retraction problem is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the difficulty to advance is related to guide wire position in the anatomy or damage to the wire. The retraction issue is likely due to the angle of the hub in relation to the tissue tract which caused the needle to miss the hub ports; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using three prostar devices after an interventional covered endovascular reconstruction of the aortic bifurcation procedure with an 11f sheath. Reportedly, the first and second prostar devices were advanced over the wire with difficulty. After removing the wire and deploying the needles, two of the four needles were not removable and the green suture did not catch. A third prostar was used but only three of the four needles were deployed. A new prostar device was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch report numbers.